Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint did not indicate a lot-specific product issue. All information was investigated and the positioning failure and reported poor image resolution appear to be related to patient morphology/pathology, procedural circumstances and the poor visibility due to the anatomy. Additionally, based on the information reviewed, a cause of the reported pericardial effusion cannot be determined. The hypotension however, was a cascading effect of the pericardial effusion. The patient effects of pericardial effusion and hypotension are listed in the mitraclip instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report during the procedure, pericardial effusion occurred requiring surgical intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade 4. The patient¿s heart was very large. The clip delivery system (cds) was advanced to the mitral valve and grasping was performed but was difficult as imaging was poor due to the anatomy. The patient¿s blood pressure dropped, and it was noted that a pericardial effusion had occurred in the left atrial appendage. Blood transfusion was performed and decided to remove the cds and sent the patient to surgery for mitral valve replacement. No additional information was provided.